Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient underwent surgical intervention wherein the drg ipg was explanted for unknown reason.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Since there is no allegation against ipg, the ipg is no longer reportable.

Event description:
Related manufacturer reference number 1627487-2020-00681, 1627487-2020-00682, 1627487-2020-00683. Additional information received indicated that there were no allegations against the ipg, and it was electively explanted.